Manufacturer narrative:
(B) (4). The valve was patent and passed leakage, as well as siphon testing. The device performance met all established specifications for pressure-flow and preimplantation testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve did not meet reflux testing requirements. A product dissection identified that reflux may be due to physical damage. The valve showed further signs of damage on the inlet connector and the outer edge of the sheeting. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt did not pass the patency test at the time of preimplantation.